Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, there was an imperfection on the lens but would not affect the vision. Additional information was received and stated, haptic folded behind the lens and surgeon did not feel comfortable using the lens. The issue was noticed during the priming and there was no patient contact. The procedure was completed on the same day using the same lens.